Event description:
It was reported that the heartstart xl would not turn on while connected to either the 220v power cable or the battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.